Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012, at approximately 10am. According to the csr's documentation, the patient reportedly obtained a high reading; it is not clear if the patient obtained a result or if the subject meter displayed a message of "hi" (which indicates the blood glucose result is over 600mg/dl). The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. Prior to the start of the alleged issue, it is not known what the patient's blood glucose reading was with the subject meter nor is it specified if the patient had made any changes to his meals, activity level, or diabetes management. The patient manages his diabetes with insulin (via insulin pump). According to the csr's documentation, 30 minutes after the alleged issue occurred, the patient administered 8 units of humalog insulin (based on sliding scale) as self-treatment, and subsequently 75 minutes later the patient reportedly developed symptoms of cold sweats, fatigue, and felt faint. It is not clear if the patient correlated his reported symptoms with high or low blood glucose. After the onset of his reported symptoms, it is not clear how the patient treated his symptoms and when his symptoms improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.